Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: unknown. The UDI is unknown at this time.

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff tear) treating rotator cuff tear on (B)(6) 2020. When the surgeon tried to apply the tape of the healix permatape anchor (unk) to the rotator cuff, the tape happened to get entangled with the loop of the suture shuttle. The loop broke, but no fragment was left in the patient¿s body. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information received from the affiliate reported post-operative x-rays proved that fragments were not left in the patient's body. The affiliate also reported the devices would not be returning for evaluation. Additional information pertaining the case or devices used could not be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information provided, it was reported that when the surgeon tried to apply the tape of the healix permatape anchor (unk) to the rotator cuff, the tape happened to get entangled with the loop of the suture shuttle. The loop broke, but no fragment was left in the patient¿s body. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.